Event description:
If was reported a partial bone fracture during surgery while inserting the lps at the distal femoral

Manufacturer narrative:
The associated trigen low profile screw and intertan nail were not returned for evaluation as they remain implanted. Our clinical investigation noted based on the limited information provided, the patient impact beyond the incomplete fracture cannot be concluded. The 2 provided photos of x-ray images support the reported complaint. It was communicated that the patient is recovering and all devices remain in-situ. No further medical assessment can be rendered at this time. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.